Event description:
In 2007, a patient during the insertion of a bardport there were no issues identified at the time of insertion, five months later, it was identified during diagnostic image exam an opacity was seen along side the port. It was retreived in surgery two days later, without difficulty. The item appears to be a stiffener stylet used in the bardport.